Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting other (unspecified event). There was no report of serious patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting other (unspecified event). There was no report of serious patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. In this report the device information is updated. Box- d and h are updated in this report.

Manufacturer narrative:
Additional information was received on may 01, 2022, and h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient previously alleging respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting other (unspecified event). There was no report of serious patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. During the evaluation, secondary findings was observed. There was 1 error code found. The third-party service center service center concludes that they could confirm the customer's allegation and there was no visible foam degradation. Evaluation method code grid, evaluation results code grid, conclusion code grid was updated.